Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the partial pressure of oxygen (po2) on the oxygenator began to drop rapidly. As per user facility, during procedure, around rewarming, the partial pressure of oxygen (po2) on the oxygenator began to drop rapidly, so the perfusion primed another oxygenator in preparation. Running on po2s of about 600mmhg (millimeters of mercury). The new oxygenator was cut into the pronto line when the po2 was about 180mmhg on 100% oxygen. This fixed the problem, and the po2 began to rise and returned back to expectations, and both oxygenators were running at the end. No health consequences or impact. Product was not changed out. Procedure completed successfully with 5 minutes delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, with no anomalies such as breakage. It was then rinsed and dried, the amount of oxygen transfer and carbon dioxide gas removal were measured according to product inspection procedure. It was confirmed to meet factory's specifications, with no anomaly found. The manufacturing and incoming inspection records of the actual sample were reviewed, with no anomalies found. The root cause could not be determined as the returned device was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 14, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.